Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states,"loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report submitted (B)(4), 2011.

Manufacturer narrative:
This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent hip arthroplasty on (B)(6) 2005. Subsequently, patient began to experience pain and reported a loosened stem and fractured femur. Patient further reported that her right leg is longer than her left leg by two centimeters. A revision procedure was reported to have taken place on (B)(6) 2010.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
It was reported that patient underwent hip procedure on (B)(6), 2005. Subsequently, patient is reporting pain, a loosened stem, and a fractured femur. Patient reports that her right leg is longer than her left leg by two centimeters. As of this date, no revision surgery has occurred.

Event description:
It was reported that patient underwent hip procedure on (B)(6), 2005. Subsequently, patient is reporting pain, a loosened stem, and a fractured femur. Patient reports that her right leg is longer than her left leg by two centimeters. As of this date, no revision surgery has occurred.